Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the medical device reprocessing (MDR) staff indicated that a cruciform screwdriver shaft with holding sleeve was worn, damaged and no longer properly attached to the screw. The product was no longer functional. It is unknown where the issue was discovered. There was no patient involvement. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# 1). This report is for one (1) cruciform screwdriver shaft with holding sleeve. This is report 1 of 1 for complaint (B)(4).